Manufacturer narrative:
Findings: unit received with cracked case on display window corners, minor scratched lcd window, broken off reservoir tube lip, cracked battery tube threads, and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was unknown mg/dl. The customer reported that there is crack and loose casing around the reservoir. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.